Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. The pump powered up after battery installation. No blank display was noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. A review of the pump history file reveals on (B)(6) 2024 there were nine (9) pump error 53 (linenumber 5632 filenumber2005) alarms (02:39, 02:51, 02:59, 03:00, 03:11, 03:12,.03:14, 03:17, and 03:18) generated due to software errors. The multiple pump error 53 alarms (03:17 and 03:18) happened three (3) consecutive times without the alarm being cleared which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The pump was also received with scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, faded serial number label, and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. Blank display is not confirmed. Battery cap damage is unknown due to the pump being received without a battery cap. Critical pump error (open book image) and pump error 53 alarms are confirmed due to software errors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, blank display. The customer reported no adverse event. The event involved product(s) mmt-1715k. Customer reported a blank display. Customer reported that battery cap contacts are missing, damaged, and/or corroded. Customer reported battery cap damaged. Damage is on metal contacts. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.